Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was frozen for 1-3 minutes when logged in. A technical support specialist found that the date/time was incorrect and updated the windows time to match server to resolve the issue. The system was functional as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the pyxis medstation es system prevented user from logging in to the device, due to 10-minutes time-off restriction. The customer reported that the users experienced significant delays and screen became unresponsive for a duration of 1 to 3 minutes during the login process, which may resulted in patient safety issue. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system prevented user from logging in to the device, due to 10-minutes time-off restriction. The customer reported that the users experienced significant delays and screen became unresponsive for a duration of 1 to 3 minutes during the login process, which may resulted in patient safety issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's time settings were incorrect. A technical support specialist updated the station time to resolve the issue. The system was functional as intended.